Event description:
Additional information received noted that the patient never had therapeutic effect even after several programming sessions. The patient did feel the stim in the correct location, legs and back, but no reduction in the pain level. The patient would turn the stim as high as he could but was then overstimulated and the pain level was the same. Impedance measurements were noted as n/a. The device system was removed.

Manufacturer narrative:
Lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of neurostimulator model # 37702 (B)(4) showed no anomaly found; good stable output. Final analysis of lead model # 39286-65 lot # v686703017 showed lead body cut through, product segmented and no significant anomaly. Number of segments returned was 2, proximal and distal. Lead conductor observations: conductor(s) cut, both proximal legs cut 27 and 27.5 cm from the proximal end. Conductor(s) broken (overstress/damage). All conductor wires broken. All conductor wires in distal segment are broken (overstress damage). Body insulation cut thru, lead segmented. Outer insulation broken. No shorts between circuits. Continuity acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator system did not help with the patient's pain. The device system was explanted and the patient subsequently had back surgery and was reported as "doing better".